Event description:
Event description cpi/guidant received information that this patient's endotak c lead was removed from service due to high impedances, high thresholds and non-capture. A fracture was suspected. The lead was not returned for analysis.